Event description:
It was reported that the lead was oversensing. During the laser extraction procedure to remove the lead, there was a perforation resulting in tamponade, pericardial effusion and cardiac arrest. The patient was treated with cardiopulmonary resuscitation and pericardiocentesis was done. The lead was partially extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.